Manufacturer narrative:
The potassium electrode lot number was 31251147 with an expiration date of 12-sep-2025. The field service engineer found there was a compromised flow path. The customer cleaned and reseated the ise electrodes and reseated the ise tubes. The customer confirmed that the analyzer was working properly. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable potassium results from the cobas c 111 with ise analyzer. Sample (B)(6) initial result was 5.2 mmol/l, and the repeat result was 4.3 mmol/l. Sample (B)(6) initial result was 3.7 mmol/l, and the repeat result was 5.1 mmol/l. Sample (B)(6) initial result was 3.8 mmol/l, and the repeat result was 4.6 mmol/l. The repeat results were believed to be correct.